Event description:
Related manufacturer reference number: 2017865-2021-34209. It was reported that the patient presented in clinic due to an unspecified infection. It was noted that the right ventricular (rv) lead had vegetation. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.